Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the mobile device updated it's operating system which closed the app. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.